Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately one month after the implant of this transcatheter bioprosthetic valve, the patient was re-admitted to the hospital with heart failure. An echocardiogram revealed severe paravalvular leak (pvl) and the valve appeared to be positioned deep. A computed tomography (CT) scan confirmed a deep implant. It is unknown if the valve was initially deep at implant or if it migrated post implant. Approximately three months following the valve implant, an attempt was made to snare the valve into a higher placement. However, the valve was unable to be moved. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve, which reduced the pvl to mild. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: congestive heart failure (chf) can be related to patient medical history and/or due to valvular dysfunction; in this case, it is possible that the severe pvl on the subject bioprosthetic valve may have contributed to the reported chf. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. In this case, it was reported that the valve appeared to be positioned deep on an echocardiogram and a CT scan performed 37 days post implant. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.